Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain a syringe component from the manufacturer identified. The item ref # and lot # reported and identified in section d has been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc.. We have notified (B)(6) and (B)(6) for awareness.

Event description:
Customer reported that on (B)(6) 2022, upon inspecting the syringes, mold and condensation were discovered inside the sealed, packaged syringes.